Manufacturer narrative:
(B)(4).

Event description:
The physician attempted to use a resolute integrity drug eluting stent to treat a non -tortuous and non-calcified mid rca lesion exhibiting 80% stenosis. No damage was noted to the device packaging or no issues noted when removing the device from the hoop. The device was inspected and negative prep preformed with no issues noted. The lesion was not pre-dilated. It was reported that inflation difficulties were encountered and the device would not inflate at nominal pressure (9atm) and therefore the stent could not be deployed and was removed with ease, the inflation problems was not related to the amount of pressure applied to the device. The same inflation device was used with other devices both pre and post this case. It was reported that the device did not pass through a previously deployed stent and no resistance was encountered when advancing the device or excessive force used. No patient injury reported. The procedure was completed with the same model and size stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the inner shaft marker bands. Balloon folds were intact. There was no damage to the distal tip of the device. The distal shaft was flattened and twisted at 3cm and 8cm distal to the guide wire entry port. There were numerous scratches along the distal shaft of the device. A 0.015inch guidewire could not be inserted into the hypotube via the luer. The strain relief was cut off to visually inspect the luer and upon visual inspection, it was noted that the hypotube was not sufficiently inserted inside the luer. This issue was preventing the inflation of the device.(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.